Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the non-venous radial artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.